Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Microscopic and visual examination of the burr, annulus, sheath, coil, and handshake connection were performed and observed that the annulus was damaged, which indicates there was interaction with the guidewire. The guidewire used in the procedure was not returned for product analysis, so functional testing was completed with a test rotawire and revealed that the rotawire would not advance into the annulus. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04013. It was reported that a rotawire detachment occurred. A 2.0mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During rotation speed adjustment, outside patient's body, it was noted that the rotawire got detached. The rotawire was replaced with another of the same rotawire; however, it could not enter the burr, thus, the burr was replaced with another and the procedure was completed. No patient complications were reported.